Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A f/u report will be submitted when the eval has been completed. Eval method: device history record was reviewed, complaint database was reviewed. Conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that during an inferior vena cava filter removal procedure the marker band on the snare came off in the pt. The physician experienced difficulty while trying to remove the filter. After multiple attempts the marker band detached from the snare catheter body. The physician decided it was best to leave the filter and the marker band in the pt. No harm or injury was reported.